Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old male with stemi-related cardiogenic shock received impella cp support. Following exchange to a repositioning sheath, a groin hematoma (complaint) was detected and managed with manual compression followed by femostop application. It is unknown if recommended best practices were followed when exchanging the sheath. The patient was successfully weaned from impella cp after two days of support and achieved effective recovery with impella assistance.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H4: updated the manufacturer date. H11: updated based on the results of the investigation. Investigation summary asae/hematoma: the cause of the access site adverse event was user related as the acts were high (300) at the time of bleed.